Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. E complaint cannot be confirmed since the sample was not returned for evaluation. The likely cause of the issue could be the presence of scar tissue creating resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal sheath and dilator assembly were unable to be advanced over the wire into the vessel at conclusion of procedure. There was no patient injury, medical/surgical intervention required. Additional information was received on 18october2021: procedure performed for the patient prior to use of closure device was left heart cath. Sheath size used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. Angio-seal dilator and sheath could not be advanced into vessel over the wire. No equipment or other devices were used with the above product. The patient was in stable condition. Hemostasis was achieved by manual compression. Blood loss less than 250cc's.